Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: b3: efficacy of plaster casting versus external fixation in comminuted distal radius fractures. Journal of postgraduate medical institute. 26(3), 311-316. D1, d2, d3, d4: this report is for unknown external fixator which includes unknown rods and four, unknown pins/unknown lot #'s. D4: unknown part number, UDI unavailable. F10: patient code or device code: 3191 used for malunion and reflex sympathetic dystrophy. G5 510(k): unknown h3, h4, h6: the investigation could not be completed and no conclusion could be drawn, as no device was returned. Without a lot number, a device history record review could not be conducted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article ismatullah (2012). Efficacy of plaster casting versus external fixation in comminuted distal radius fractures. Journal of postgraduate medical institute. 26(3), 311-316. The purpose of the study was to compare the outcomes of plaster casting and external fixation in comminuted distal radius fractures. The study took place from february 2009 to september 2010 and included a total of 30 adult patients, 13 males and 17 females, with a follow up duration of 12 weeks. Group a were treated with plaster casting and included 15 patients with a mean age of 49.80 years and a male to female ratio of 7:8. Group b were treated with an external fixator and included 15 patients with a mean age of 51.47 years and a male to female ratio of 6:9. The placement of the external fixator was performed under general anesthesia. Each patient in group b were placed with an external fixator (ao-asif type) with 4 pins, and the distal pin placed in the second metacarpal. The complications reported in this group of patients include the following: two patients with a mal-union, one patient with reflex sympathetic dystrophy, two patients with pin tract infections and four patients with wrist stiffness. This is report 1 of 1 for com-275165. This report is for an unknown synthes external fixator which includes unknown rods and four, unknown pins. A copy of the literature article is being submitted with this medwatch.